Manufacturer narrative:
A ge service rep performed an on site investigation. The ma limiter file was adjusted to 8.4r/min in normal mode and 16.7r/min in boost mode. The system was then found to be operating within specifications. This incident may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system's dose was too high. No report of patient or staff injury.